Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient had low blood glucose. The customer reported that she had a change sensor. The customer¿s blood glucose was at 378mg/dl. She states she failed to bolus and this is why her blood glucose was high. The customer declined to troubleshoot for her high blood glucose. While on the line customer stated her blood glucose was at 54mg/dl but declined to troubleshoot. She stated she was treating with glucose tablets. The insulin pump will not be returned for analysis.